Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyf3. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported contacting their doctor for advice, and their doctor advised removing the pod. When the pod was removed from the infusion site (abdomen) the site was found to be bleeding. As treatment, a new pod was successfully applied.